Event description:
A healthcare facility in australia reported that the head nut of the iw980 wall mount infant warmer was loose. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Method: the iw980 wall mount infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and the photographs provided by the customer and our knowledge of our product. Result: inspection of the provided photographs revealed that the head nut was loose. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. The user manual for the iw980 infant warmer states the following: "ensure all warmer parts and accessories are checked before returning the device to service." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing method: the iw980 wall mount infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and the photographs provided by the customer and our knowledge of our product. Result: visual inspection of the provided photographs revealed that the head nut was loose. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. The user manual for the iw980 infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A healthcare facility in australia reported that the head nut of the iw980 wall mount infant warmer was found to be loose. There was no patient involvement.